Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. The facility's biomedical engineer reported that no repairs were required on the iabp unit and that the iabp is currently in service with no issues. The full name of the event site in block e1 is (B)(6) hospital. H3 other text: not returned to manufacturer.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) helium tank shows empty, but it was not. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) helium tank shows empty, but it was not. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.